Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of multiple issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following information. Clinician reported experiencing a ¿good amount¿ of the drug left in the IV bag at the end of a secondary iron infusion. She reprogrammed the infusion to administer the remaining medication. No patient harm reported. No other details provided. Cpc reviewed proper secondary setups with clinicians.